Event description:
It was reported the patients blood glucose level rose above 250 mg/dl while wearing the pod for less than 1 hour no treatment was provided.

Manufacturer narrative:
The pod was received with the soft cannula deployed. Corrosion was observed on the pcb assembly, hook, and batteries. All attempts to download the data from the pod were unsuccessful due to the corrosion on the pcb assembly. The generation of the reported hazard alarm during pod operation could not be confirmed. Inspection of the fluid path found a tear on the unexposed portion of the soft cannula, which resulted in internal leaking and the corrosion observed inside the device. It could not be conclusively determined if the damage to the soft cannula or the corrosion on internal components contributed to the reported hazard alarm during pod operation. Without the pod data, it could not be determined if the pod generated a hazard alarm, and the exact cause of the reported hazard alarm during pod operation event could not be determined.